Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depletes and charges rapidly. Review of the pump history during troubleshooting with tandem technical support showed that the pump battery charged from 65% to 95% within one minute. The customer's blood glucose (bg) level was 411 (mg/dl) with trace ketones. The customer addressed the bg level by administering a manual injection. It was confirmed that the customer will continue using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.